Manufacturer narrative:
Product evaluation: the lens was returned inside loose a small plastic bag. Solution and what appears to be dried blood was observed on the lens. The lens appeared undamaged initially; however, upon dimensional inspection, one haptic is slightly bent in toward the optic just beyond the boundaries per the approved template. The product investigation could not identify a root cause for the reported complaint of 'exchanged due to dislocated lens'. Upon dimensional inspection using the approved template, one haptic distal tip area is slightly bent in toward the optic. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned explanted sample, the damage is most likely related to customer handling. It is possible that the haptic curvature occurred during return, while loose in a plastic bag. It is also possible that a slightly bent haptic distal area can occur with a lens implanted for an extended amount of time. Information in the file indicated this lens has been implanted since 1996. The replacement lens is a different lens model with a difference of .5 in diopter. Based on the evaluation of the returned explanted lens and the information in the file, it cannot be confirmed if the product contributed to the event of dislocation. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was dislocated. The lens was exchanged for a different model and power iol in a secondary procedure. Additional information was requested.